Event description:
It was reported that the customer stated that there were issues with the pump not having any alarms. Customer reported a blank display. Customer's mother declined troubleshooting. No further action taken.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.